Event description:
Manufacturer report number 1627487-2019-06110; manufacturer report number 1627487-2019-06111; manufacturer report number 1627487-2019-06113; manufacturer report number 1627487-2019-06114. A new device system was not implanted.

Event description:
Manufacturer report number 1627487-2019-06110. Manufacturer report number 1627487-2019-06111. Manufacturer report number 1627487-2019-06113. Manufacturer report number 1627487-2019-06114. It was reported that patient had ineffective therapy for the past three months and the patient was unable to notice a difference in pain levels whether therapy was turned on or off. Patient denies any recent falls or traumas. Programming changes were attempted however patient stated not receiving therapy. It is unknown if x-rays were taken however impedance values were normal, and the patient received effective therapy as the device system was functioning normally. The device system was explanted as a result to resolve the issue and a new device system was implanted. There were no complications during the procedure. Patient was stable.